Event description:
This system was returned without oos documentation from biotronik rep. Per biotronik pt tracking, this system was removed at the pt's request due to discomfort. There are no complaints associated with this device. There are no adverse events reported for this pt. Lumax 340 vr-t, MDR 1028232-2009-00349.